Event description:
I was traveling in my wheelchair with my smartdrive. I hit something on the sidewalk and the chair veered to the right, I tried to stop the chair and it did not respond. I tried to stop the chair again and it did not respond. I could not hold the chair and it roll off the sidewalk into the street. A bus happened to be passing by and I ran into the side of it. I broke two bones in one leg and one in the other. Had to go the hospital. Permobile.